Event description:
Same case as MDR ID: 2134265-2015-03532 . It was reported that balloon rupture, catheter withdrawal difficulties, and arterial bleed was experienced. An angioplasty kissing technique procedure was performed. Vascular access was obtained bilaterally via the femoral artery. The target lesions were located in the iliac arteries. After an unspecified 5fr introducer sheath was placed and 5 ml of heparin was administered, an unspecified hydrophilic guide wire was advanced bilaterally to the aorta. An unspecified catheter was then placed. An unspecified support guide was then placed and an unspecified 7fr introducer was interchanged. Two 10.0x40x135 cm express¿ ld vascular stents were then advanced to treat the lesions. With a non-bsc insufflator, insufflation was done simultaneously until nominal pressure with a solution of heparin and contrast media. However, there was a loss of pressure in the stent delivery balloon in the left iliac. Through angiography, contrast was detected in the iliac. The stent in the left iliac was not fully apposed to the vessel wall. The physician attempted to deflate the balloon and blood was noticed in the insufflator. The delivery system was withdrawn, however, the balloon could not be removed through the 7fr introducer even when negative pressure and several maneuvers were applied repeatedly. It was noted the delivery system had elongations due to the traction. For this reason, the system was removed but the guide was left in place. This caused arterial lesion and bleed when another unspecified 7fr introducer was placed. Due to the bleed, an unspecified 8fr introducer sheath was used. The same situation took place with the stent delivery balloon in the right iliac. The same maneuvers were used and an unspecified 8fr introducer sheath was also used. Unspecified angioplasty balloons were introduced bilaterally and kissing technique was performed in the iliac arteries and the stent in the left iliac was apposed adequately. The procedure was completed. No further patient complications were reported.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received inserted through an introducer sheath. A full visual and tactile examination of the catheter shaft identified that the shaft was severely stretched at approximately 16.5cm proximal to the tip. This stretching is consistent with excessive tensile force having been applied to the shaft. An examination of the balloon section, that was exiting from the distal end of the sheath, confirmed that the balloon was not fully deflated or refolded correctly. No tears or holes were present in the balloon. An examination of the introducer sheath identified no issues which could potentially have contributed to the complaint incident. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure and no leaks noted. The inflation device was verified at the rated burst pressure before and after use. Using the same encore a vacuum was pulled and the balloon deflated fully and refolded more tightly around the shaft. As part of the withdrawal of the device back through the sheath, the balloon started to withdraw however, due to the severe stretching that was identified in the shaft at 16.5cm proximal to the tip; it was not possible to apply any force in order to withdraw the device fully through the sheath. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-03532. It was reported that balloon rupture, catheter withdrawal difficulties, and arterial bleed was experienced. An angioplasty kissing technique procedure was performed. Vascular access was obtained bilaterally via the femoral artery. The target lesions were located in the iliac arteries. After an unspecified 5fr introducer sheath was placed and 5 ml of heparin was administered, an unspecified hydrophilic guide wire was advanced bilaterally to the aorta. An unspecified catheter was then placed. An unspecified support guide was then placed and an unspecified 7fr introducer was interchanged. Two 10.0x40x135 cm express¿ ld vascular stents were then advanced to treat the lesions. With a non-bsc insufflator, insufflation was done simultaneously until nominal pressure with a solution of heparin and contrast media. However, there was a loss of pressure in the stent delivery balloon in the left iliac. Through angiography, contrast was detected in the iliac. The stent in the left iliac was not fully apposed to the vessel wall. The physician attempted to deflate the balloon and blood was noticed in the insufflator. The delivery system was withdrawn, however the balloon could not be removed through the 7fr introducer even when negative pressure and several maneuvers were applied repeatedly. It was noted the delivery system had elongations due to the traction. For this reason, the system was removed but the guide was left in place. This caused arterial lesion and bleed when another unspecified 7fr introducer was placed. Due to the bleed, an unspecified 8fr introducer sheath was used. The same situation took place with the stent delivery balloon in the right iliac. The same maneuvers were used and an unspecified 8fr introducer sheath was also used. Unspecified angioplasty balloons were introduced bilaterally and kissing technique was performed in the iliac arteries and the stent in the left iliac was apposed adequately. The procedure was completed. No further patient complications were reported.